Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for fluctuating blood glucose of 65 to 600mg/dl and a no delivery alarm. The customer was advised to prime the device and insulin exited the tubing. Customer indicated that they changed out the entire set 4 separate times and that the cannula was bent on multiple occasions. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer will return the set for analysis. Customer declined high blood glucose troubleshooting.